Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the patient's eye and the haptic tore off. The surgeon removed the lens without enlarging the incision and put in another model lens. No patient injury.